Event description:
On (B)(6) 2007, I underwent a left total hip arthroplasty. I received the depuy s-rom femoral stem. This is an 18 d small proximal sleeve with a 56 mm pinnacle acetabular cup with a 56 mm outside diameter, 36 mm inside diameter, metal/metal articulation. Soon after surgery, I began experiencing pain and difficulty with the implant. Since the implantation of the device, I have experienced severe pain, discomfort and inflammation in the left thigh and left hip area. I also experience extreme discomfort when sitting, walking or standing for periods of time. Diagnosis or reason for use: left hip arthritis secondary to developmental dysplasia.